Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that while broaching the femur for the stem, the broach handle was struck and the front metal piece was lodged into the patients bone. Immediately the surgeon recognized this and removed the piece and the handle and passed off the field. This did not delay or stop the case and we were able to continue with no issues. I have no further information to provide. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions over the ant broach handle - r surface: 1) broken prong on the distal portion of device, where broken fragment was not returned for evaluation; 2) impactions marks towards the head of device; and 3) heavy wear patterns all over the main body. Both breakage and unintended impactions marks were traced to an unintended use error; where the breakage observed was consistent with the user applying excessive force, leverage or torque in a side-to-side or circular pattern, leading the post to break. Properly handling and attention to the approved use of the device diminishes the risk of failure. Potential cause for the worn patterns observed were traced to an end-of-life problem, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ant broach handle - r would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information note states that the instrument did not break into two pieces. There was no affect on the case.

Event description:
It was reported that while broaching the femur for the stem, the broach handle was struck and the front metal piece was lodged into the patients bone. Immediately the surgeon recognized this and removed the piece and the handle, and passed off the field. This did not delay or stop the case and we were able to continue with no issues. I have no further information to provide.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.